Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: skaky, "felt low". A pt reported they almost passed out and were unable to test. Their meter allegedly would only prompt not ok. The result on their meter was: unable to test. No comparison reported. Treatment was: drank orange juice. No further info has been reported.